Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, they looked at the c ring all of a sudden and realized it was no longer a ring. They pulled the scope out and it was cracked in half midway. Both pieces were still attached to the device so nothing was left in the patient. The c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. They got a new kit and continued on. There were no patient effects.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h10, h11. Corrected section: a3.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/24/2022. An investigation was conducted on 11/18/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #25162107 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.